Manufacturer narrative:
Insulin pump had no button error alarm noted. Insulin pump had an intermittent button response due to moisture damage on keypad traces. No unexpected numbers scrolling noted during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer had normal blood glucose levels of 108 mg/dl. The customer reported that whenever she tried to press the buttons on the keypad of the insulin pump, the numbers on the screen of the insulin pump would just keep scrolling. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.